Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection showed dents and scratches on the shaft. The insulation on the distal tip was broken off. Functional inspection was not performed due to cut in insulation. The probable root cause/s could be improper cleaning or improper reprocessing. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the device was defective.

Event description:
It was reported that the tip of the device was defective.